Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when were the suture-needles noticed to detach (pre-op- before use on patient/dispensing/other? Or intra-op- during use on patient while suturing?) ? No information. Confirm the needle(s) was/were retrieved after detachment during use on patient? Yes, they were retrieved. If noticed with multiple procedures/patient events, confirm the total number of procedures/patient events? One. For each procedure/patient event please provide: event date, product code and lot number involved, procedure, event description, n/a. Was there any adverse patient outcome? No, there wasn't. If yes, was there any medical or surgical intervention performed? No, there wasn't. No further information will be provided."

Event description:
It was reported that a patient underwent a neurosurgery procedure on (B)(6) 2018 and suture was used. During the procedure, the needle was detached from the suture. There were no adverse consequences to the patient. Additional information was requested.